Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console alarming with an m4: motor alarm alongside the motor stopping unexpectedly was not confirmed. The centrimag console (serial number unknown) was not returned for analysis, and no log files were associated with the event. Available information indicates that no adverse patient consequences occurred as a result of the event. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the centrimag console was not provided. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including m4 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on venovenous extracorporeal membrane oxygenation (vv ECMO) for 10 days due to acute respiratory distress syndrome (ards) in the urgent care unit. The centrimag console issued alarm m4 - motor alarm and the motor stopped. An emergency motor change was performed, and the flow was restored without any problem. The patient required increased ventilatory parameters and inotropic support during the event. The patient was hemodynamically stabilized and progressing well after the event. The event occurred without consequences for the patient. There were no problems associated with the event. The motor was to be returned for evaluation. No log files were downloaded, and it was confirmed that only the motor was exchanged. The reason for the alarm was unknown.